Event description:
Baxter (B)(4) received a report of a folfusor that had backflow which was found during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 110 ml of fluid in the reservoir. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage (backflow) was observed coming out of the fill port. Visual examination of the disassembled unit revealed the root cause of the leak was a 0.20-mm square particle of acrylic resin beneath the check band. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.